Event description:
The customer reported a tracing issue with lead 2 and unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported a tracing issue with lead 2 and unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and ECG cables, but was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.